Event description:
It was reported that during a da vinci-assisted surgical procedure using the x/xi system that the erbe was unable to fire bipolar energy. There were no reports of patient injury. Intuitive followed up with the customer and was advised that a third party generator was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module energy device. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module energy device for failure analysis investigation. The unit was analyzed and found no indication in system logs data that the fault occurred in the field, and visual inspection revealed no related issues. When tested on a golden system, the pmed triggered a fault. Monopolar and bipolar testing across three ports showed failure on ports 1 and 3, with no detectable cauterization energy. The complaint was confirmed based on the field evaluation. The probable root cause of the customer reported issue can be attributed to the defective personality module energy device (pmed).

Event description:
Refer to h11 for follow-up information.